Event description:
The wife of male patient contacted lifecor customer support to report, that the gel has seeped out the front therapy pad and one of the back therapy pads. Support explained that a new belt and garment will be shipped. She asked that we send a smaller garment as her husband has lost weight since being fit into the system. It has been several months since he was fit. The delivery of the replacement electrode belt and garment was refused. Support contacted the patient regarding the delivery refusal. The patient stated that he will be talking to his doctor to discuss and set a date for his ICD and if he decides to continue wearing the device, he will contact support for a new belt. Follow-up calls over the next few weeks were unsuccessful in getting the patient to take delivery of the replacement equipment. Attempts by the patient's doctor to get the patient to wear his device until his ICD surgery were unsuccessful. The patient still refused. In 2007, arrangements were made to have the patient return his device.